Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-26488. The report was submitted in error., corrected data: corrected information provided in h10.

Event description:
It was reported that during priming new line and medication bag the tubing did not prime correctly, filter did not appear to fill, then tubing did not fill properly. Priming stopped. New tubing was obtained and the line primed with no further issues. The patient was not connected to line at the time of incident. No person was affected. There was no serious harm reported. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.